Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review was not performed, as the reported complaint/failure is not associated with any system errors or logged system events.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The patient had a medical history of mild emphysema, previous smoker; heavy agent orange exposure, and is currently being treated for prostate cancer. An infiltrated 2 cm spiculated lesion (2.9 x 1.3 cm) located in the left lower lobe 2 cm above the diaphragm and 2cm from the medial chest wall was biopsied. After the procedure, a computed tomography (CT) imaging spin was done and did not show a pneumothorax. The physician then proceeded with an endobronchial ultrasound (ebus). Forty-five minutes post procedure, the patient began to desaturate and a chest x-ray identified a 10-20% pneumothorax. Per the physician, there was a very tight bronchial tube not previously recognized and he went too low and probably hit the diaphragm, thereby causing the pneumothorax. It was noted that there was a high risk of pneumothorax, and that the pneumothorax could have occurred via another biopsy modality such as CT-guided biopsy. The patient was a bit short of breath, but otherwise not very symptomatic. The pneumothorax did increase over time as there was a large amount of collapse by the time the patient underwent a CT-guided pigtail catheter placement. A small 14-french pigtail catheter was placed, and the patient was hospitalized for 2 days then discharged home, completely asymptomatic. The diagnosis was chronic inflammation. The patient is following up with a pulmonologist closer to their home.